Event description:
A physician reported that during surgery in fluid air exchange mode, no air came out of the ophthalmic system. The surgery was completed on the same day after replacing the system and cassette pack, and there was no patient impact. Procedure details are unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative was told by the facility staff that there was no issue reported. The service record was closed, and the system was therefore not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of serial numbers was performed and did not reveal any contributing factors to the reported complaint. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.